Event description:
It was reported that the patient experienced a pocket infection five months post cardiac resynchronization therapy defibrillator (crt-d) implant with an antibacterial absorbable envelope. Additionally, the patient experienced an abnormal rhythm, erythema, and purulent discharge. The crt-d system was explanted. A leadless pacemaker was implanted the same day. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted:(B)(6) 2007, dtpa2d1 crt-d implanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.